Event description:
It was reported the patient thought there was something wrong with the implantable neurostimulator (ins) after having fallen out of bed a couple weeks prior to report. It was stated the patient¿s symptoms had returned gradually following the fall. It was further stated that this was the reason the patient thought there was something wrong with her device. It was noted the patient¿s programmer was working at the time of report, but she was too nervous to use it and wanted to have her device checked by her healthcare provider (hcp). Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).